Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/23/2018 that on (B)(6) 2018 that the patient reported receiving an early sensor expiration notice. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.